Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a dexcom g7 continuous glucose monitor (cgm) signal loss and the pump requesting a pairing code; the user reentered the pairing code and readings resumed, consistent with an intermittent communication failure possibly involving the antenna or related electrical/magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between connected devices with intermittent communication failure, with involvement of the antenna/electrical components considered. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.